Manufacturer narrative:
No product was returned to edwards lifesciences for evaluation, however, a device history record review of work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint was done. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other event's relating to this complaint. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the delivery system balloon component was 100% inspected. During the final inspection, the delivery system underwent 100% inspection. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Post-procedural imagery was provided by the site for review and the following observations were made: balloon burst in longitudinal and radial tear was observed. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, device preparation manual, device training manual, and the commander delivery system with s3u. Based on this review, no IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from march 2020 to february 2021 for the commander delivery system (all models and sizes) was performed. Prior closed complaints with any similar codes were reviewed for similar events and root cause identification. Available information suggests patient factors (calcification) contributed to the similar events. It is considered unlikely that these type of event's resulted from a manufacturing defect. Since no labeling/IFU inadequacies or manufacturing non-conformances were identified, no corrective or preventative action is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed from imagery provided by the site. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A review of lot history, DHR, and manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'in a preexisting surgical mitral valve, at the end of inflation the balloon ruptured'. It was noted that patient may potentially have calcification present on the pre-existing bioprosthetic valve due to the stenosis. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, a pre-existing valve was present in the patient landing zone. It is possible that the interaction between the balloon with an existing valve and/or stent may compromise the balloon wall during inflation. Available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a trans-septal valve in valve tmvr procedure for a 26mm sapien 3 ultra valve, in a preexisting surgical mitral valve, at the end of inflation the balloon ruptured. The balloon was removed successfully. There was no patient harm.